Event description:
Edwards received notification from our affiliate in the united kingdom. A patient underwent an implant of a 26mm sapien 3 ultra valve, in aortic position and transfemoral approach. As reported, it was quite difficult thv crossing. Balloon aortic valvuloplasty (bav) was advised by field clinical specialist , but medical team kept on attempting crossing. The valve was pushing on noncoronary cusp (ncc) calcification and, during this time, patient blood pressure drop but, despite that, the thv was implanted successfully. Post implant echo, revealed a small effusion that was drained with pericardial drain causing an lv perforation. Patient blood pressure was maintained with IV drugs, and impatient was intubated. Surgical team was involved and decision was made to repair annulus dissection and left ventricular (lv) perforation. Aortic dissection was settled and lv perforation was repaired with medical glue. Repair was successful and thv remained implanted and functioning well. Patient currently in a stable condition. As per medical opinion, crossing difficulty event was anatomical, as per location of calcification.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien 3 ultra valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The root cause of the event was likely due to patient (noncoronary cusp calcification) and procedure related factors. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.